Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the cs 078 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: a review of the pump¿s black box data revealed cs 078 call service alarms. The pump could not be exercised due to the cs 078 call service alarms. The pump was opened and there was moisture damage in the pump. Unrelated to the initial complaint, the display screen was dim and discolored, and the audio bolus button cover was missing.